Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Patient underwent an unknown fusion surgery using rhbmp-2/acs on an unknown date. Post-op, the patient was in chronic pain, bedridden, and disabled. The patient stated that he had multiple surgeries on his hip.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.